Manufacturer narrative:
The sample will not be returned for evaluation.

Event description:
It was reported that this female patient presented via emergency department with acute bowel obstruction and sepsis (B)(6) 2014. Medical emergency team call was low blood pressure. A CT scan of the abdomen revealed a bowel obstruction. Upon arrival in the ICU, the patient's systolic blood pressure (bp) was between 85-100 mmhg. Patient was given intravenous fluids including cryoprecipitate and fresh frozen plasm as blood tests revealed a clotting problem. Bp was 105 systolic prior to cvc arrowgard insertion. Within 30 minutes, a significant decrease in pb to 60/syst. Noradrenaline commenced and required 60-70 mcg/min to maintain bp > 100 syst. The patient was taken to the operating room for urgent laparotomy/resection (B)(6) 2014. Three/eleven -five/eleven ongoing high inotrope support was required (>35 mcg/min). The cvc was changed on (B)(6) 2014 to plain cvc and within 3 hours inotrope support weaned from 40 mcgs to 25 and to 9 mcgs 12 hours later. Avoided chlorex since, and had low dose inotrope support from (B)(6) 2014. Norad off since right internal jugular insertion site confirmed by xray. Skin prep that was used was chlorhexidine. Biopatch and tegaderm dressing were used. All chlorh exidine was avoided due to possible exposure event. Patient remains in ICU ventilated on hemofiltration in critical condition. Have not as of this stage repeated allergy testing as patient is in critical condition.